Event description:
Customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the sram card. System operates as intended. This MDR is related to ge healthcare complaint.